Manufacturer narrative:
Additional information has been provided in d.9., d.10., e.1., h.3., h.6., and h.11. The lens was returned for evaluation. Solution is dried on the lens. One haptic in bent down under the optic at the gusset and broken in the distal area (not returned). The optic is pressed against and between two posts in the lens case. Three small cracks are observed on the anterior surface of the optic near the center. One crack is observed near the edge of the posterior surface of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge with a non qualified handpiece. A viscoelastic is indicated that is qualified to be used with a qualified cartridge and handpiece combination. Cracks are observed on the optic which could be interpreted as the reported marks on the lens. The root cause is most likely a failure to follow the IFU (instructions for use). The file indicates the use of a non qualified handpiece. Company foldable iol (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Company IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The file indicates there is no other information available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, lens was all curled up and had marks on it when he looked at it under the microscope. No patient impact was reported. Additional information has been requested.